Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, upon deployment of the enroute transcarotid stent system (tss), the stent delivery system (sds) could not be removed as it was stuck on a stent strut due to hard calcium . The physician used interventional wires and balloon dilated the tight portion of the stent to remove the sds successfully, however, attempts to further dilate the stent were unsuccessful as the stent was compressed by calcium. The physician elected to explant the stent and converted the procedure to carotid endarterectomy (cea). There were no health consequences or impact to the patient.

Manufacturer narrative:
The enroute transcarotid stent was investigated by silk road medical, however, the stent delivery system (sds) was not returned. Visual inspection of the stent did not reveal any physical abnormalities. The customer reported complaint could not be confirmed. Factors that could contribute to difficulties in removing the delivery system include lesion characteristics (e.g., calcification) and vessel anatomy (e.g., tortuosity), which may impact the implanted stent geometry. There is no evidence that manufacturing issues could contribute to the reported event. Hence, the root cause of the reported event could not be conclusively determined. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.